Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic hernia procedure. There were no issues with the absorbing tacking device. The surgeon realized that the patient was not improving with time, months. There was medical or surgical intervention required to prevent a permanent impairment of a function. The patient had to undergo a reoperation to place the mesa well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, but, the surgeon stated that the tacker did not fix the mesh during the original procedure. There was no second operation, it was reconfirmed via open. Later, he tackers fixed well, it seems that it broke the mesh as the surgeon commented. Patient status : fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.